Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming transducer fault, high rate, motor fault, low peak inspiratory pressure (pip), low exhaled volume (ve) and ventilator inoperable. The exhalation pressure transducer calibration failed at 0 cmh2o. The vent was on a patient when the reported issue occurred but there was no patient harm reported.

Manufacturer narrative:
Device evaluation: device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated.